Event description:
The customer reported erroneous thyroid-stimulating hormone (tsh), prostate-specific antigen (psa), total/free prostate-specific antigen (fpsa), rubella igg, vitamin b12, ferritin, testosterone, thyroglobulin antibodies (tgab), and cortisol results for 81 pts involving unicel dxi 800 access immunoassay system. This report refers to pt number nine. The customer stated the unit received substrate dispense errors. The customer performed quality control (qc) and system check to verify system performance but both tests failed to meet specifications. The erroneous results were released out of the lab and corrected results were obtained. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to access the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2008 and discovered a crack in the peri-pump tubing. The fse replaced the peri-tubing and verified all hardware verification testing passed within specifications. On (B)(4) 2008, the fse replaced the peristaltic pump assembly and installed new peri-pump tubing. The fse verified all hardware verification testing passed within specifications. The unit conformed to the MFR's performance specifications. A system check performed on (B)(4) 2008, passed specifications. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events. All related mdrs: 2122870-2011-03441, 03593, 03594, 03595, 03596, 03598, 03599, 03600, 03601, 03602, 03603, 03604, 03605, 03606, 03607, 03608, 03609, 03610, 03611, 03612, 03613, 03614, 03615, 03616, 03621, 03622, 03623, 03624, 03625, 03626, 03627, 03628, 03629, 03631, 03632, 03633, 03634, 03635, 03636, 03637, 03638, 03639, 03640, 03641, 03642, 03643, 03644, 03645, 03646, 03647, 03648, 03654, 03656, 03658, 03660, 03662, 03665, 03668, 03671, 03674, 03676, 03678, 03679, 03680, 03681, 03682, 03683, 03684, 03685, 03686, 03687, 03688, 03689, 03690, 03691, 03692, 03693, 03694, 03695.